Event description:
It was reported that actual residual volume was greater than the expected residual volume. Specific values for volumes were not reported; pump consistently has a 3ml-3.5ml volume discrepancy. Physician stated a dye study was performed in the past and no problem was found. Pt had experienced some increased pain; felt relief with a dose increase. Additional information will be provided when available.

Manufacturer narrative:
(B)(4)